Event description:
This ra lead was implanted on (B)(6) 2003. A call to technical services on (B)(6) 2011 states that the atrial lead started having lead impedances less than 100 ohms. Caller called to see patient in hospital; not capturing or sensing in bipolar mode. Programmed in unipolar for now. He will followup with md next wed to evaluate next steps. Threshold 1. 7 at 0. 7 ms and was stable; 220 ohms; pwave 0.7 mv in unipolar configuration. Minimal noise on egm. No oversensing after reprogramming. Pwaves in bipolar 0.5 or less.(B)(6) medical center, (B)(6) is md. Patient symptoms were lightheaded weird for a few weeks, likely related to loss of av synchrony. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).